Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting may resolve the issue.